Event description:
Additional information was received that the device eroded through the skin. Subsequently the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device had migrated into the patient's armpit and was causing a rash. During standard pre-surgery testing, the left ventricular (lv) lead was noted to have dislodged and the patient's blood work showed signs of an infection. During the procedure, the device was moved to a more medial position, however, the physician opted to not revise the lv lead due to the patient's condition. Antibiotics were administered to the patient for the infection. The patient has been seen since the procedure and the infection has cleared. The physician still has no plans to revise the lv lead and the device was left reprogrammed to right ventricular (rv) pacing only. All products remain implanted in the patient. No additional adverse patient effects were reported.